Event description:
After being diagnosed with breast cancer the reporter began the process of getting bilateral breast implants. In (B)(6) 2019 is when the reporter began having changes with her body. She developed a cough, pain in her right side, inflammation, a feeling of fullness, numbness that radiates across her back, shortness of breath, and scar tissue. Reporter states that she has had to have five reconstruction surgeries that included a left implant removal and replacement. Findings during the total explant surgery included right implant rupture, silicone deposits throughout, and capsule removal.